Event description:
It was reported that the iab pump emitted belium loss alarms right after insertion. Placement of iab was checked and "a little replaced." Still, the same alarms occurred plus "no refill" from iab. Another iab pump was used (same software version). No more problems were reported. There were no reported patient complications.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.